Manufacturer narrative:
Additional information: d10 three cadd cassette reservoirs - flow stop were returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. The sample was connected to the cadd legacy plus to look for unusual function; no discrepancies were detected; the accuracy test was successfully passed. The sample was fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. The current process control and the risk management plan for cassette reservoir were reviewed. These are the current mitigations established in process related with the delivery issue: production performs a 100 percent in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. Production performs an accuracy test; takes a sample of three parts at shift start-up, beginning of every job; at least every five hours. Quality takes a sample of 15 units at an interval of two hours plus or minus 30 minutes, prior to placing the product in the bag, in order to verify for occlusions, kinked tubing and verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. A root cause cannot be determined since the complaint was not confirmed due to the fact the accuracy test was successfully passed. Device history record: part number = 21-7302-24; lot number= 3925410; manufacturing date = jan 22 2020; quantity = (B)(4) units; ncrs, dmrs, ets, das = none.

Event description:
Information was received indicating that the actual amount of medical fluid that was extracted from a smiths medical cadd medication cassette reservoir, was different than the reservoir volume indicated on the pump. There were no reported adverse patient effects.